Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 that occurred on the homechoice (hc) unit during dwell 2 of 6. The technical service representative (tsr) assisted the hp with troubleshooting and advised the hp to cycle the power to clear the alarm. The tsr then explained the alarms and the caregiver (cg) stated that the hp did not disconnect. There were no wet lines, all of the spare lines were in use , and there were no leaks . The tsr advised the hp to report alarms to the peritoneal dialysis nurse the next morning. The hp was to finish that night's therapy manually. There was patient involvement; there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 2/6 was not confirmed. The root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.